Event description:
It was reported that during a da vinci si myomectomy procedure, the tenaculum forceps instrument internal cable broke and is sticking out at the tip. Nothing fell inside the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.   The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.